Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During the preparations of hazardous drugs there was contamination on the membrane. When did the incident occur? During use.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two injectors and two protectors assembled onto a vial with blue liquid inside, were provided to our quality team for investigation. Upon visual inspection, the membranes are observed to have been punctured and blue stains were observed on the membrane. Functional testing was performed on the returned samples, after passing liquid through the system and disconnecting the injector from the protector, the membrane was noted to be slightly wet. A device history review was performed for injector lot 2310305 and protector lot 2406408, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for lots 2310305 and 2406408, all results were found to be within specification. Retained samples of both lots were used for additional evaluation. Functional testing was performed, penetrating the protectors along with sample injectors ten times, all results were found to be acceptable with no leaks identified. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is possible the staining occurred due to pressure within the system when puncturing the membrane. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
During the preparations of hazardous drugs there was contamination on the membrane when did the incident occur? During use, please follow up with the customer and verify: was the liquid noticed before use of the device or after? Later if after? What medication was being used? Was it the first withdrawal from the vial or had multiple doses been withdrawn? Doxorubicin, cyclophosphamide, paclitaxel, fluorourcail, irinotecan, docetaxel, carboplatin, bendamustine. Some were contaminated before the first withdrawal, others from the second.